Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed behind the display lens and the bolus button was observed to be missing. The pump was found to be unable to power on. The pump was opened and moisture damage was found on the pcb. No further testing could be performed.

Event description:
The patient reported that he attempted to reboot the pump after receiving a call service alarm but the pump would not power on. The patient confirmed that the cap secured tightly to the pump and there was no damage noted to the battery cap.